Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited crosstalk due to atrial pacing. The patient did not receive therapy during the crosstalk. Programming changes were successfully made and no further crosstalk was observed.